Event description:
A pt reported experiencing "low" blood glucose results with a fastake meter. On event date, pt's blood glucose was allegedly "low" on the ft meter. Pt experienced dizziness. Pt went to emergency room, where blood glucose was 69mg/dl on unknown meter and 99mg/dl on a venous draw. No medical treatment was given. No further info was reported.